Manufacturer narrative:
Covidien reference #: (B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation bunched up and partially came off during a hand-assisted laparoscopic colectomy. Nothing disengaged from the device during the surgery. There was no injury.